Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-160mg/dl fasting. Verified test strips expire 11/13/2017. Confirmed customer's test strips are being stored properly and opened vial date 10/23/2015. Customer performed a back to back blood test 174mg/dl and 190mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns: 286 mg/dl on (B)(6) 2016 @ 11:40 am and 211 mg/dl on (B)(6) 2015 @ 7:58 am.